Event description:
Plaintiff was employed as a respiratory therapist and wore and was exposed to gloves and other medical products made by various manufacturers. Plaintiff alleges suffering from a latex allergy.